Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and displayed an error message (sf). The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence, the investigation determined that the reported complaint was due to soldering failure. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #:(B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and displayed an error message (sf). The device was not in patient use when the reported event occurred.